Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's entire precision was explanted. The patient was experiencing pain at the pocket site due to the location of the battery site. The patient also had no more pain and no longer used the device. The patient was doing well after the explant procedure.